Event description:
The customer contacted heartsine to report that their device issued child prompts with an adult pad-pak installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to give incorrect adult/child prompts. This fault was attributed to a failure of the sw1 reed switch. The failure was confirmed with a visual inspection and through measurement. The device was scrapped by heartsine and the customer was provided with a replacement device. Please note, the manufacturing date listed on the initial MDR was incorrect. The correct manufacturing date for this device is april 15th 2014.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device issued child prompts with an adult pad-pak installed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.